Event description:
A 3.0mm diameter x 12mm length medtronic ave gfx2 stent was inserted into a pt's arterial vasculature. Upon removal of the stent delivery system, the stent dislodged from the stent delivery balloon into the iliac artery (small accessory vessel) with reported blood flow. The stent remains within the pt's arterial vasculature. It is not known if the physician followed the instructions for removal of an undeployed stent. Despite repeated attempts to get more info regarding this event, there is no further info available from the user facility.